Event description:
While wearing the external headpiece, the pt reportedly experiences a sound percept problem and intermittent pain sensation. The pt has continued to be monitored by the center. Testing performed by the center and a co rep has confirmed that the device is functioning. In 2005, the decision was made to explant the pt's c1 device.